Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, and defibrillation cycling without duplicating the customer's report. The battery pack were not provided for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.